Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sharps coll can chemo 19 gal gasket top was not functioning properly. The following information was provided by the initial reporter: material no: 305139 batch no: 9149926. ¿ it was reported that sharps bin 72l slide is not functioning properly with the trolley xl mechanism.

Manufacturer narrative:
H6: investigation summary 2 photo representation was provided for the complaint. A DHR review was performed and showed there were no issues reported like pedal/lid getting stuck during the manufacturing process of the lot number 9044928. A review of non-conforming material report (ncmr) was performed for this part for the past 12 months and no issues were reported for pedal/lid getting stuck for the same part number. From the customer provided photos, it is clear that the pedal is hanging. According with this investigation, additional information will be needed to determine the root cause of this issue because with the information provided could lead to three possible failure modes (spring mechanism, arm of the chassis misalignment or damages). Root cause is unknown without further information. Possible root causes include: trolley¿s arm misaligned (incorrect assembly), spring broken of the component mc3552aaq (mechanical cable assembly), or damaged by hits, incorrect handling, inadequate packaging. See h10.

Event description:
It was reported that sharps coll can chemo 19 gal gasket top was not functioning properly. The following information was provided by the initial reporter: material no: 305139 batch no: 9149926   it was reported that sharps bin 72l slide is not functioning properly with the trolley xl mechanism.